Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, leaving screen illegible and preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged a warranty replacement, confirmed shipping details, instructed customer to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.